Manufacturer narrative:
The device was returned to olympus for inspection. Since it is unclear from the information obtained whether reprocessing was performed according to the IFU, the cause of the foreign object remaining could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There was no patient involvement.